Manufacturer narrative:
H3 other text : hospital discarded device.

Event description:
A patient was revised due to infection approximately 4 years and 5 months after implantation.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient was revised due to infection approximately 4 years and 5 months after implantation.